Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event occurred during injection. During the progression of the implant through the cartridge as it is inserted into the patient's eye. The surgery was completed the same day.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery the lens was stuck in the cartridge then in the incision. The surgeon noticed the cartridge was deformed after the injection. A second lens was implanted but had resistance in the cartridge and appeared to be cracked at the periphery of the lens. The lens was left implanted. This record is for the second lens that was left implanted. Additional information has been requested.